Event description:
Customer rn and CT technologist report: a female pt was undergoing a CT with prefilled contrast in the ct9000adv injector, when the syringe failed. Flow rate of 3.0 cc/sec, lf 60" coiled tubing, directly connected to 20 g angiocath in pt's ac. Arms positioned up over head resting on a cushion. The injector was started by the technologist, but the injector paused, or did not inject. The start button was hit again and within a few seconds, the syringe ruptured at the base. Very little contrast was injected into the pt. It was reported the contrast sprayed around the room, onto the floor and onto the scanner with some splashing on an rn's arm and another rn's forehead. No injuries to the staff or pt. The procedure completed without further complications.

Manufacturer narrative:
Covidien contrast sales specialist spoke with the customer. The customer does not want the injector serviced; they do not feel there is an injector issue. The last service call for this injector was preventative maintenance in aug 2009 and a review of this units service record shows that it has had no similar issues.